Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming no disposable. Per reporter, the alarm was silenced, reservoir volume was 95.3 ml with continuous rate of 2.2 ml/hour and volume given was 4.70 ml. Per reporter, the cassette was removed, and tubing was massaged/taped on hard surface, but troubleshooting was unsuccessful. The "no disposable" alarm returned after infusion was restarted. Troubleshooting was repeated but again unsuccessful. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: customer reported pump was just received and was alarming no disposable. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.